Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead replacement procedure. Set screw came of the device when an attempt to attaché atrial lead was made. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported inability to tighten the set screw was confirmed in the laboratory. Visual inspection was found that the df-4 set screw was removed from the device and was stuck to the tip of a torque driver returned from the field. The cause of the anomaly was found to be due to a torque driver anomaly.